Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: no defect was found. The pump was not powered back on after the time the overheating was reported the black box verified the vp and vm were steady with no sudden drop prior to reported time of overheating. Investigation: pump was tested for a minimum of 24 hours with the customer pump settings with no eaw, overheating, or power loss duplicated pump electrical current draws are within spec; no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. Battery was not returned with the pump.